Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Further testing was recommended. Additional information was received that it is planned to continue to monitor this patient. Further information was received that this lead was explanted. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.